Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient experienced the symptoms of sweating and weakness and she felt low. The patient administered self-treatment by consuming carbohydrates; she did not seek any medical attention. The patient noted she was unable to test her blood glucose level as her meter was not working and she did not have a backup meter. The patient "guessed" at the insulin doses she should take for her meals. No information was provided about the pump, as the patient refused to troubleshoot it. The patient's technique was incorrect by guessing at her bolus doses of insulin, without benefit of a blood glucose reading, due to a meter issue. However, as the patient suffered symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The complaint is old and black box /history data from the reported failure date is overwritten. According the black box, last basal delivery was on (B)(6) 2013 at 3:29 pm. No activity outside of normal use is observed along the available data. History review shows that total daily insulin deliveries add up correctly and reflect user's programmed basal rates targets. The pump powers "on" and primes normally. The unit was exercised for 24hrs, no alarms occurred during testing. The pump passes 29h flow accuracy test to confirm that it is able to deliver within the requirement. Opened the pump, no intermittent condition is found to the flexes or to the pcb. No moisture ingress is observed inside the unit. The force sensor calibration reading is above normal. The force sensor resistance is within normal.